Event description:
New information noted programming changes have not been made as of this time and the patient has been stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented via a stored electrogram and by way of a merlin at home transmission showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. Programming changes were discussed. No further information was available.